Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the green color reload was not fitting into the echelon flex long. After observation, found a defect in the reload at the metal wall which holds the green color part of the reload. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.